Event description:
Customer reported system displays an error and will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. Ge healthcare complaint number.